Event description:
It was reported that pump touchscreen was cracked and shattered and display was illegible so customer could not interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate method if needed until replacement arrived, and technical support arranged warranty replacement pump.